Manufacturer narrative:
An abbott field service engineer was dispatched to the account. The customer clarified to the fse that the observed smoke was coming from the stat pipettor pressure monitor board, which is mounted on the front of the rv hopper. Prior to removing the rv hopper to further troubleshoot a process path jam, the fse found the customer had dismounted the pressure monitor board without the use of electrostatic discharge (esd) tools and placed the board on top of the robotic sample handler (rsh). In this location, the pressure monitor board shorted and generated smoke and resulted in a blown 2 amp fuse in the backplane of the card cage. Upon inspection, the fse did not find evidence of damage to the board. The smoke from the analyzer was limited to the pressure monitor board and did not spread to other parts of the equipment. The blown fuse (fuse, 2amp for card cage part (B)(4)) was replaced. After replacement of the fuse, stat pipettor errors were observed. As a result, the pressure monitor board (bd, pressure monitor part (B)(4)), and a sensor (bd, sensor #7 part (B)(4)) were then replaced. The fse did not observe smoke after remounting the board on the hopper. The analyzer was returned to normal operation. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. Analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Historical complaint data was reviewed and no adverse trend was identified. Product labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the architect i2000sr analyzer, no product deficiency and no malfunction was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in section h6 was corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed smoke from the architect i2000sr analyzer. The analyzer was experiencing process path motor step loss errors, when the operator noticed smoke coming from the analyzer. Smoke was observed from a sensor mounted on the front of the rv hopper. The abbott field service engineer was dispatched and found the rv hopper sensor was not functioning and replaced a fuse. The sensor board is also not functioning, and the analyzer is producing stat pipettor pm errors. No fire or injury were reported.